Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a 6x60 in.pact admiral dcb balloon, on inflation the dcb burst at 4 atm. It should be noted that a 5mm boston mustang pta balloon also burst with one dilation due to heavy calcification within the common iliac artery. The device was prepped with no issues noted. Physician was treating a severely calcified lesion in the iliac artery with an artery diameter of 6 mm. There was no to patient or clinical sequelae. The lesion was pre dilated with a 5mm boston mustang pta balloon which also burst. The patients common ilia artery was noted to be severely calcified. No patient injury reported